Event description:
It was reported that balloon rupture occurred. The 80-90% stenosed target lesion was located in the moderately tortuous and severely calcified arteriovenous fistula. A 7.0 x80,75cm gladiator elite balloon catheter was advanced for dilatation. During procedure, the balloon ruptured upon six or seven inflations at 20 atmospheres for one minute. The procedure was completed with another of same device. There were no patient complications as a result of this event.

Manufacturer narrative:
Initial reporter phone: (B)(6).

Manufacturer narrative:
Initial reporter phone: (B)(6). Device evaluated by MFR: the gladiator was returned for analysis. The device was received inserted in the customers introducer sheath, which was noted to be damaged. The investigator was able to remove the device from the introducer sheath as did not want to damage the device any further. A visual examination of the returned device found that the balloon had a full circumferential tear. The balloon was also noted to be pulled in a distal direction over the distal tip. The investigator was only able to view the distal markerband. No issues noted with the distal markerband. A visual and tactile examination identified multiple shaft kinks. A visual and tactile examination identified no damage to the tip. No other issues were identified with the device.

Event description:
It was reported that balloon rupture occurred. The 80-90% stenosed target lesion was located in the moderately tortuous and severely calcified arteriovenous fistula. A 7.0 x80,75cm gladiator elite balloon catheter was advanced for dilatation. During procedure, the balloon ruptured upon sixth or seventh inflation at 20 atmospheres for one minute. The procedure was completed with another of same device. There were no patient complications as a result of this event.

Event description:
It was reported that balloon rupture occurred. The 80-90% stenosed target lesion was located in the moderately tortuous and severely calcified arteriovenous fistula. A 7.0 x80,75cm gladiator elite balloon catheter was advanced for dilatation. During procedure, the balloon ruptured upon sixth or seventh inflation at 20 atmospheres for one minute. The procedure was completed with another of same device. There were no patient complications as a result of this event.

Manufacturer narrative:
(B)(6). Device evaluated by MFR: the gladiator was returned for analysis. The device was received inserted in the customers introducer sheath, which was noted to be damaged. The investigator was able to remove the device from the introducer sheath as did not want to damage the device any further. A visual examination of the returned device found that the balloon had a full circumferential tear. The balloon was also noted to be pulled in a distal direction over the distal tip. The investigator was only able to view the distal markerband. No issues noted with the distal markerband. A visual and tactile examination identified multiple shaft kinks. A visual and tactile examination identified no damage to the tip. No other issues were identified with the device.